Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The complaint file was opened from a literature report; not enough information was provided in the report for further investigation. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported via a study literature article that seven weeks after an intraocular lens (iol) implant procedure, the patient experienced iritis. The patient was treated with a topical steroid. At the end of the study period, it was noted that the event resolved without sequalae and did not cause any negative impact on final outcomes regarding visual function. Additional information has been requested.